Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
A customer reported, that the units of measurement of their freestyle flash meter changed. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.